Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging an issue with the casing on her onetouch ultra meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2012. The patient manages her diabetes with glimepiride pills (2 mg) and metformin pills (1000 mg). The patient continued to follow her usual diabetes management routine. About 1-2 days after the start of the alleged issue, the patient claims she felt symptoms of sweating and shaking. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted it was not the first time the subject meter was being used for testing. The patient alleged the test strips would not fit into the test strip holder/ port. There was no indication of misuse. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.